Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error code 46221, which typically indicates a low reservoir volume, meaning the infusion bag is either empty or there's a problem with the pump's tubing, such as a blockage, that is preventing fluid delivery. It might also be triggered by a miscalculation of volume appeared once the pump was turned on and when checking the motor function. As well as error code 44221. Visible signs of debris were found in the latch lock mechanism. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. Multiple errors involving defective motor and printer wire assemble board, both were replaced as preventative maintenance. Additionally, debris was found in the latch lock mechanism. The latch lock was replaced.